Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive and illegible for use. There was no adverse impact on the customer¿s blood glucose level. Technical support (cts) arranged for the pump to be replaced, as it was under warranty, and provided instructions for placing the pump into storage mode before returning it. The customer was advised to use multidose injection (mdi) as a backup insulin delivery method, and they confirmed understanding of the instructions for returning the defective pump using a pre-paid label within ten days.